Event description:
It was reported that this pacemaker went into safety mode. The patient checked in to the clinical decision unit. The patient felt thumping in their chest. Subsequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.